Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2019 with 2 days of pus draining from their driveline exit site. There was pain at the site and the patient experienced some chills at home, as well as increased fatigue/dyspnea on exertion. While in the emergency department (ed) the patient was afebrile and hemodynamically stable. There was no elevated white blood cell (wbc) count. Blood cultures were taken, infectious disease (ID) was consulted, and the patient was started on vancomycin. An abdominal/pelvis computed tomography (CT) scan showed no evidence of stranding. Blood cultures came back as negative but a wound culture was notable for klebsiella and pseudomonas. The patient underwent a successful surgical debridement on (B)(6) 2019, and tissue culture from the operating room (or) was notable for pseudomonas. Vancomycin and zosyn were transitioned to cefepime with the plan to continue until (B)(6) 2019. Clindamycin would be continued indefinitely. The patient was discharged home on (B)(6) 2019 with the changes to oral and parenteral antibiotics. The event was considered resolved without sequelae (other than the medication changes) on (B)(6) 2019.